Manufacturer narrative:
Full PMA number: p850022/s017. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event; reference reports 0002242816-2017-00034 and 0002242816-2017-00036.

Event description:
The patient states she received the spinalpak on (B)(6) 2017 and was using the unit to treat her back. She states she used the 72r electrodes with cover patches. After ten hours she removed them to take a shower; she then applied the new electrodes and covers to the same location and three hours later noticed she had red pimples. She removed the unit on (B)(6) 2017 but was still experiencing itching the next day. She states she was not on new medication or using new detergents, shampoos etc... She reported developing an itchy rash and blisters all around her breasts and down to her butt. She stated she was going to see her physician. Upon follow up with the patient, she reports her physician prescribed pennsaid. She also stated she only has issues with the 63b electrodes; although she initially reported she was using the 72r electrodes, the lt-1500 are working fine for her.